Event description:
Sorin group received a report of inadequate flow through the heart lung pack circuit during the first several mins after going onto bypass. The pt had not yet been cooled but was on ventilation. A new heart lung machine with a disposables circuit was brought in. The pt was placed back on bypass. The case proceeded and was completed without further incident. There was no report of pt injury.

Manufacturer narrative:
The investigation is ongoing. A f/u report will be sent when the investigation is complete.